Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (range: 2.4 ¿ 3.0 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc results were in the allowed range. No error messages occurred during the investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). Relevant retention test strips (lot 361441) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 4.0 inr. The result from the laboratory from a sample drawn immediately after was 2.1 inr. The patient's therapeutic range is 2.0 - 2.5 inr. There was no allegation that an adverse event occurred due to the device. The test strips were requested for investigation.